Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right atrial (ra) lead implant procedure the lead exhibited high thresholds. The physician extended and retracted the helix many times in an attempt to find good thresholds. The physician also exercised the lead outside the body to make sure the helix was behaving appropriately. It was determined the helix would not extend or retract. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. Concomitant products: product ID 407658; serial# (B)(4). If information is provided in the future, a supplemental report will be issued.